Event description:
It was reported that the cardiosave intra aortic balloon pump had shown over temperature as well as iabp may need maintenance message while on patient. The hospital swapped out the console to continue treatment without issue. There was no patient harm reported.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Upon powering up the unit, a power up self test code # 14 was observed. The fse was unable to complete a simulated treatment upon initial testing. Iabp may require maintenance was identified in the logs. There was nothing in regard to a system over temperature. No critical codes were identified. The pressure and vacuum hoses were worn. The compressor was physically in good condition. Pressure and vacuum filters were in good condition. All other parameters were within tolerance. The compressor was about 1.2k hours away from being due for replacement. The fse replaced the scroll compressor (0119-00-0236) and micron muffler (0103-00-0499). The fse also replaced the pressure tube assembly (0004-00-0093), vacuum tube assembly (0004-00-0092), and threaded probe temperature sensor (0206-00-0734) as a precaution. The fse successfully completed a full system checkout without issue. The iabp passed all functional testing. Fat analysis- parts were received with a reported failure of a power up test fail code 14 and possible overtemp. Pressure and vacuum hoses replaced as precaution.the fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed on any part.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11.